Event description:
A report was received that the patient passed away for an unknown reason. The patient had been hospitalized for a non device related issue and the day after she was released from the hospital she passed away. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.